Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported by the international customer that the ventilator did not validate parameters. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 04feb2019. Date rec'd by MFR: 01feb2019. The philips service engineer (se) inspected the device. The se found the touchscreen was missing. The se replaced the touchscreen, front and back of the liquid crystal display (lcd) and top cover due to being damaged. The ventilator passed all testing and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 26mar2019. A touchscreen was returned for analysis. A visual inspection of the returned component was performed and found the touchscreen had severe damage and broken glass. An investigation was performed and the product analysis technician reported that the root cause was isolated to the damage on the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.